Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to hearing an audible alert from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed an alert for out-of-range/high impedance on the superior vena cava (svc) defibrillation coil. It was additionally noted that the svc impedance trend had been variable during the previous week. Follow-up was conducted with the patients clinic. The healthcare professional (hcp) at the clinic was able to verify the patient has not been seen in office, but is scheduled for a visit in the coming weeks. No reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.